Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The console was tested in the lab, the cause was not determined due to inability to reproduce the reported issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) failed to turn on. The device was removed from service as a result of the noted failure. A loaner was subsequently provided to the customer site for support as needed. No report of patient involvement.